Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. This is one of three reports (3007042319-2015-01931, 01932, 01933) submitted for devices related to the same event.

Event description:
It was reported by the hospital mechanical cardiac support (msc ) specialist that the patient was recovering in the hospital on day five post ventricular assist device implantation, when the ICU nurses reported the patient had "at least 9 electrical fault alarms in the afternoon and evening; all of which resolve on their own. The mcs specialist further reported that he changed the patient's controller to the back up controller to see if this would resolve the condition but the patient continued to have intermittent electrical fault alarms. Hemodynamics and vital signs were stable and there was no documentation of a loss of flow from the vad pump. There was no apparent adverse effect on the patient. The vad pump has not stopped except for when controller was changed. The site was advised that they should not replace the controller in an electrical fault situation due to the risk of pump restart with suggestion to download files. File down load was performed (B)(4) 2015 with manufacturer's review confirming e-faults since (B)(6) 2015. Additionally, waveforms indicate intermittent single stator operation. Given the proximity to the implant date, it was thought that these electrical faults may be indicative of contamination within the driveline connector. A driveline cleaning was performed per manufacturer's procedure by a manufacturing field representative on (B)(4) 2015 with report of the following: over 60 electrical faults were logged indicating front phases b and c open. No preparation was required. Driveline inspection showed no cloudy wires, connector looked intact. Two rounds of cleaning were completed per manufacturer's procedure with a pump stop time of a total of 2 minutes during the procedure. The patient did not tolerate pump-off time;he was unresponsive during both rounds of the procedure but quickly recovered upon each reconnection with no medications. Three blackened pins were observed inside of the driveline connector. Minimal contamination was observed on both controllers (the one exchanged by the site and the one in use at the time of the cleaning). The controller was exchanged. The action solved the problem with verification of the repair action.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.